Manufacturer narrative:
Device evaluation: the device was received bloodstained, evident blood clots were noted inside the gw lumen, completely blocked during decontamination. A visual and tactile inspections were performed on the device: no issues were noted: the balloon showed evident signs highlighting an inflation occurred. The clotted blood prevent the insertion of guide wire: it was not possible to remove the clots neither mechanically nor with liquid solution. The purging procedure was executed, but no issue was found. In order to verify the balloon integrity, we tried to inflate the balloon first to 10 bar, then up to rbp. No evidence of a leak was detected, the balloon and device were able to maintain the reached pressure.

Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion in the right sfa using in.pact admiral, it was reported that the balloon ruptured at 6 atm at first inflation. The balloon only partially inflated when it burst. The lesion was little calcified with 95% stenosis and vessel was little tortuous and exhibited plaque. The device was removed from packaging, inspected and prepped as per IFU with no issues noted. Post dilatation was completed with replacement balloon. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.